Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was unable to connect to the imaging system. The navigation software displayed a red line of communication. The manufacturing representative on site was able to bypass the bulkhead on the system and successfully connect. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.